Manufacturer narrative:
The set up joint (suj) was analyzed and found to have error 23007. The log review recorded error 23007 pointing to the suj proximal and not the usm. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was tested on a pftp where all tests passed. This usm is the wrong part sent.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Isi fse replaced the universal surgical manipulator (usm) to resolve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and found to have no failure. The unit passed testing on an in-house system and there were no errors triggered.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) field service engineer (fse) and reported during self-test universal surgical manipulator 1 (usm) failed testing. The isi fse offered option to disable usm. The site was completing the procedure as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.